Event description:
During preparation for a saphenous vein harvesting procedure, the image on the nedoscope was observed to be cloudy. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.